Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter in two pieces. The shaft, hypotube, and bonds were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube had a complete hypotube separation 62.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified coronary artery. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the shaft fractured. The device was completely and simply removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified coronary artery. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the shaft fractured. The device was completely and simply removed from the patient's body. No patient complications were reported and the patient's status was stable.